Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had a connection issue. It was further reported that when trying to separate the empty bag of dianeal, "it completely came away." This occurred during an unspecified process step of continuous ambulatory peritoneal dialysis (capd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction/additional information to b5: upon further investigation, it was clarified the bag was leaking and the patient did not attempt to connect to the bag. As this event was associated with a drug product, the baxter transfer set is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.